Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported, drill bit broke while drilling for the proximal screwion a tibia nail. Drill broke in the patient.